Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient has pelvic discontinuity and surgeon tried to use plates and screws to fix during first revision surgery. The cup did not fully become fixed for bone ingrowth and subsequently moved. Surgeon used deep profile revision cup to assure fixation and used multiple screws and peripheral screw. Cup was well fixed and surgeon closed in normal fashion. Doi: (B)(6) 2017; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.